Event description:
This device was explanted due to intermittent output. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was returned and analyzed. The device memory demonstrated a normal device function while the device was implanted and in service. The battery status was found to be eri which is expected after an implantation duration of 67 months. The bench test of the ICD revealed that all therapy functions were available. The charge consumption of the device as well as the battery depletion were normal and as expected. An additional long term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behavior. No intermittent or permanent loss of output was present. In conclusion the device was fully functional, there was no indication of a device malfunction. Analysis of the device revealed a normal battery depletion. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.